Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly. Customer's blood glucose level was 240 mg/dl at the time of incident. Troubleshooting did nor resolve the issue. Air bubbles were not removed successfully. Product will not be returned for analysis.